Event description:
It was reported that one of the clasps of the sleep appliance where the hinges are located broke. No further information or injury was reported.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending.the probable root cause of the event has not yet been identified. The investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and not transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off of the device, causing a part of one of the connectors to be detached from the device. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).